Event description:
Title: is there any different risk factor for clinical relevant pancreatic fistula according to the stump closure method following left-sided pancreatectomy? Author(s): hyun joo yoo, kwang yeol paik, and ji seon oh citation: ann hepatobiliary pancreat surg 2019;23:385-391 / https://doi.org/10.14701/ahbps.2019.23.4.385. The purpose of this retrospective, single institution study, was to investigate the risk factor for postoperative pancreatic fistula (popf) due to the closure methods during left-sided pancreatectomy (lp). Between 2001 and june 2016, a total of 49 patients (mean age 57.2±16.2 years) underwent left-sided pancreatectomy. The patients were divided into two groups depending on the stump closure method used: stapler closure (st) (n=30, mean age 54.9±15.5 years) or hand-sewn closure (hs) (n=19, mean age 60.7±17.1 years). For the st method, the pancreas was transected using an echelon 60 with gold cartridge (johnson & johnson, ethicon) until 2012. Postoperative complication included clinical relevant (cr)-popf (grade b and above) (n=2). Incidence of overall popf between the st and hs group were clinically insignificant in this study. The thickness of the pancreas and the tumor diameter are factors significantly associated with cr-popf in the st group. Long operation time was the only factor associated with cr-popf in the hs group.

Manufacturer narrative:
(B)(4). Date sent: 06/30/2025. D4: batch #unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.